Event description:
It was reported patient underwent a left total knee arthroplasty on (B)(6) 2014. During the procedure, the tip of the reamer fractured. The fractured tip was removed from the patient and another reamer was utilized to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay the results of the device evaluation and to provide additional information which was unknown at the time of the initial medwatch. The review of the manufacturing records indicates no abnormalities and this part left biomet control conforming to print specification. Based upon analysis of this issue, it has been determined that the cause is due to the failure of the user to follow the surgical technique and a field communication will be sent to the surgeons to re-iterate proper use of the device.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.